Manufacturer narrative:
The device was not returned to the manufacturer for further evaluation. Therefore, the reported incident could not be confirmed.

Event description:
The customer reported a leakage on the connector and a poor quality image due to the penetration of liquids inside a glidescope gvl 4 blade. No patient involvement occurred during the witnessing of this issue.